Event description:
Customer tested blood glucose and dosed 30 units of insulin based on the result. The customer became ill vomiting and blacking out. The customer was taken to the hosp. They were admitted with dka and was in a diabetic coma. The customer was kept 2-3 days. No controls were in range. A request was made for the return of the suspect device.